Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. Device not returned.

Event description:
It was reported that the customer was receiving the missed meal bolus reminder 12 hours after the reminder was set to alert. Review of pump settings by tandem technical support found that the customer had set the pump time 12 hours ahead of the actual time. Customer corrected pump time to resolve the issue. Customer's blood glucose was 69 mg/dl.